Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump was dead and they had high blood glucose level. Customer's blood glucose level was 587 mg/dl when he went to emergency medical service and then admitted to hospital on (B)(6) 2018. Customer's current blood glucose value was 211 mg/dl. The customer was treated with manual injections. Customer alleged for possible under delivery of insulin because it kept running non stop. Troubleshooting was not continued because insulin pump was dead. The drive support cap appeared normal. Customer performed high pressure test and customer didn't call back after performing test. Customer was advised to insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.